Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image on the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that battery died and he changed out the battery, there was an error but he was not able to read it and did not access it now. Customer stated that insulin pump had crack on the battery compartment and broken. The device will be returned for analysis.